Event description:
I used a "u by kotex click" tampon and upon removal, the product unraveled. The lot number of the package of tampons I used is nn802313b. Kotex has issued a recall but my lot number was not included in the list.